Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information was received that the patient's ipg was replaced without complication. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost their charger and could no longer charge their ipg. As a result, the patient lost therapy and the ipg was deemed inoperable. Surgical intervention is planned to replace the ipg.